Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked the following information was provided by the initial reporter: a patient is treated with an indwelling needle for rehydration, and blood is found to be leaking from the connection between the needle and the heparin cap, so the blood draw is stopped and the needle is immediately replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3171580): 1) this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test. The tests are passed, no leakage is found at the connection between the pp connector and the prn, and the prn removal torque is within the product specifications. Please see attachment for the test reports. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for relevant testing, and the usage of the sample is unknown, the root cause of the leakage from the connection between the indwelling needle and the prn cannot be determined.

Event description:
No additional information provided.